Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative and a consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was charging too often and had difficulty charging- they couldn't charge past 50% no matter how long they charged. The ins was depleting more frequently than it did six months ago. They typically received 8 coupling boxes when charging. The patient's charge session data was as follows: (B)(6) 2018 - established comm, but zero hours charged (B)(6) 2018 - charged 2.2 hrs to 50% (B)(6) 2018 - charged 1.1 hrs to 50% (B)(6) 2018 - charged 0.2 hrs to 0% (B)(6) 2018 - charged 2.2 hrs to 25% (B)(6) 2018 - charged 1.1 hrs to 25% the representative was advised that charging from 0-100% with 8 coupling bars took between 4 and 6 hours and the clinician programmer showed no charging beyond 2.2 hours. The patient was advised to charge for 4-6 hours straight and contact the representative with the results. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that the cause of the charging/ depletion issue was due to the patient only charging 1-2 hours per interval. Patient was instructed to charge full for the next month. Patient instructed to charge for 4-6 hours with a coupling of 6-8 boxes. Patient advised to top of ins frequently. No further patient symptoms or complications were reported in this event.